Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024. During the operation, the surgeon implanted ao intermaxillary traction nails into the 12 and 13 alveolar bones of the upper jaw. When the traction nails were inserted about 4mm into the alveolar bone, they suddenly broke. The free end: the broken nail cap segment was measured with a ruler, and it was approximately 5mm. The embedded end (inside the alveolar bone): a total of 5mm, with 4mm embedded in the alveolar bone and 1mm exposed outside the alveolar bone. The surgeon immediately asked the instrument nurse for a needle holder to remove the broken end buried in the bone, and compared the two fracture surfaces to confirm that it was a complete intermaxillary traction nail. Procedure was completed successfully with no delay. Patient was stable. This report is for a 2.0mm imf screw self-drilling 8mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: part number: 201.928. Lot number: 1050p93. Manufacturing site: mezzovico. Release to warehouse date: 25 jul 2022. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 (appropriate term/code not available) used to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.